Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 3 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to clinic for routine follow up with complaints of fatigue and loss of appetite. Labs revealed hemoglobin (hgb) of 6.2. The patient was admitted for further workup. Site of bleeding was reported as gastrointestinal. The patient was hospitalized and received a blood transfusion. The number of units of blood the patient received was not reported. Anticoagulants at the time of event: aspirin and warfarin. No additional information was provided.

Event description:
Additional information: additional information was received from the vad coordinator indicating that gastrointestinal bleed was confirmed through egd and colonoscopy. Symptoms displayed by the patient were fatigue, decreased appetite, loss of weight and melena for 2 weeks. Two units of packed red blood cells were initiated and anticoagulant therapy modifications made. The patient was discharged in stable condition and will follow up with the lvad team in 2 weeks time.

Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.